Event description:
Patient presented with low vns battery. The patients father reported that the patient had a seizure for the first time in 4 years and that the patient has been referred for a vns replacement, due to the "vns not working correctly and the physicians having to adjust the device previously." No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Physician reported that the report of the device not working properly was in reference to the patients one seizure and decreased perception of stim, and the physician noted that these were caused by severe neck pain - concern for lead problems. The patient was referred for surgery for efficacy and due to pain. The patients generator was replaced. The explanted generator has not been received by the manufacturer to date.